Event description:
A report was received that the patient was experiencing sciatic nerve pain. It was unknown what caused the pain. The patient was given oral pain medication.

Event description:
A report was received that the patient was experiencing sciatic nerve pain. It was unknown what caused the pain. The patient was given oral pain medication.

Manufacturer narrative:
Additional information was received that the sciatic nerve pain was a pre-existing pain. The patient was doing well.